Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving low readings with the adc device in comparison to a laboratory result. A customer reported receiving a sensor scan result of 3.1 mmol/l compared to a laboratory glucose result of 29 mmol/l. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving low readings with the adc device in comparison to a laboratory result. A customer reported receiving a sensor scan result of 3.1 mmol/l compared to a laboratory glucose result of 29 mmol/l. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date listed in h4 is the date that the incident was report to have occurred. This serves as a correction report, as it was determined that the device reported by the customer (B)(6) was distributed in japan and returned to adc by a japanese customer. As this device would not have been compatible by the product application used in singapore, the serial number for this case has been updated to unknown.

Event description:
The customer reported receiving low readings with the adc device in comparison to a laboratory result. A customer reported receiving a sensor scan result of 3.1 mmol/l compared to a laboratory glucose result of 29 mmol/l. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.